Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the mna encoders and fibers required replacement. The technician repaired the hexavue ip custom room rack, tested the function and operation, confirmed the device to be operating to specification and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the vitals did not display on their touch panel. The event did not occur during a patient procedure. No report of injury.